Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached eri approximately 14 months after implant. The device has not delivered any shocks or high output pacing.